Manufacturer narrative:
(B)(4) - particulate matter. Evaluation summary: multiple filaments were detected at the inflow aspect. The fibers range in size, color and thickness. Some of the filaments are isolated and sent to chemistry for analysis. Method: x-ray. Additional manufacturer narrative: the sales rep made arrangements to have the device picked up and replaced at no charge. He was not made aware that there was particulate matter on the device and this event was not determined to be reportable until the device was evaluated. It was at that time that it was determined a reportable event. The particulates have been removed from the device and sent to chemistry for analysis. Results are pending report completion. The carpentier-edwards bioprosthetic heart valves are manufactured under controlled, clean room environments which meet state-of-the-art standards. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformances.

Manufacturer narrative:
On (B)(4) 2011, our principle quality engineer responded with the following: " ....as previously documented in the complaint file ((B)(4)), ftir analysis was performed to identify the various particulate materials found on the returned unit. This analysis identified five "like" materials among the particulates: polyethylene terephthalate (pet), cellophane, cellulose/lignin, silk, and polyamide (nylon). The bills of materials associated with this unit's final package assembly and valve subassembly were reviewed. The manufacturing and quality control processes used to produce the model 3300tfx valve, as well as the other models produced in the same production area, were also reviewed. Pet, cellophane, and cellulose/lignin like materials were not found in these manufacturing processes. Silk is used. However, it is a black silk thread -- not gray, as found on the unit. Polyamide is used. However, it is not possible to verify [if] this particular polyamide came from the valve manufacturing process. Each valve is visually inspected and functionally tested prior to packaging. As previously documented in the complaint file, a review of the manufacturing records for this lot revealed no nonconformities, visual or otherwise, resulting from these inspections, which indicates this valve was not contaminated with debris when it was packaged and shipped. The variety of materials found and their random distribution on the inflow (rough) side of all three leaflets indicates the valve likely picked up this debris through exposure to some unknown dirty environment at some point after the valve was assembled and packaged. Since only one of the five materials (polyamide) could possibly be used in valve manufacturing, it is highly unlikely this valve was contaminated during the manufacturing process. As received, the valve is attached to the holder. It exhibits multiple filaments evident in the cusp area and the free margins of all three leaflets at the inflow aspect. The valve was examined visually and with a light microscope. The filaments vary in size and color, red, green, blue and brown; they measures to approximately from 2-6 mm. No other inconsistencies detected. The filaments were isolated and sent to chemistry lab. Five individual filaments were identified through ir spectrum to be: polyethylene terephthalate like material, cellophane like material, cellulose/lignin like material, silk like material, and polyamide like material.

Event description:
The sales rep received a report by email from the hospital contact stating "I have a valve that the or sent back to us this morning stating that they observed...."unusual markings on the interior leaflets of the valve". The surgeon took a look at the valve and did not want to use it. "I will hold the valve until I hear from you regarding its disposition."